Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient felt an electrical shock sensation and "feeling of suffocation" and anxiety during use of the smiths medical device. It was indicated that the patient regularly removed their device. The patient indicated that their condition was worsening since initial use of the device. It was indicated by the reporter that the event was considered a use error since the patient switched their device on and off. It was unknown whether the device issue caused or contributed to the patient's issues.